Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 417 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer stated that after 2 hours the blood glucose level was 400 mg/dl. Customer was treated with an injection and the blood glucose level went down to 44 mg/dl. Customer stated that they ate something causing the high blood glucose. Customer stated then over-treated for the low blood glucose level. The insulin pump will not be returned for analysis.